Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A customer reported that vitrector did not aspirate during intraocular lens implantation surgery. The surgery was completed by opening one of the single pack cutters and aspiration worked properly as expected. There was no information about patient impact